Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Per evaluation comments, the right rear caster bolt was bent, damaged in shipping.

Event description:
Dealer advised rear right caster is not clearing the frame when the brake is off; out of the box. Dealer advised no damage to the box.